Manufacturer narrative:
Concomitant medical products: 638bl32 heart band, implanted: (B)(6) 2016; 310c31 tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) interrogation report had invalid data where rate histograms should be displayed, and all the pacing percentages were filled with questions marks. It was also reported that there appeared to be a bit flip in that area of memory that was causing the invalid data. It was also noted that the invalid data would most likely be over written by either the next time the device is interrogated or the time after that. The device remains in use. No patient complications have been reported as a result of this event.